Event description:
A 3.5 mm x 15 mm nc sprinter rx dilatation balloon catheter was used to pre-dilate an unknown lesion. The lesion morphology was 90 percent stenosis with moderate calcification. It was reported that the balloon was used to pre-dilate an unknown lesion and that upon the first inflation, it burst at approximately 10 atms. The balloon was successfully removed from the patient as one unit. A second nc sprinter rx 3015 was used to successfully pre-dilate the lesion. The device has been discarded. No clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similiar to the united states distributed product.